Manufacturer narrative:
Complaint is confirmed. The visual inspection identified that the head of the ibalance® uka sportsplasty¿, femoral impactor had cracked, signs of wear and scratches. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Device was manufactured on 02/2016.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/12/2024, it was reported by a sales representative via (B)(4) that an ibal uka femoral impactor, ar-611-6, is cracked on the end. Occurred during a case, no adverse effect to the patient.